Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was not visible due to biological debris. The valve was visually inspected: biological debris was note inside the valve mechanism. The valve was irrigated with purified water; no occlusion was noted, biological debris was flushed out during irrigation. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve failed the test. Due to the biological debris it was not possible to program or pressure test the valve. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering all of the valve mechanism. Review of the history device records confirmed the valve product code 82-3112, with lot crccwv, conformed to the specifications when released to stock on the 4rh april 2014. The root cause of the problem reported by the customer is due to biological debris found covering all of the valve mechanism. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
(B)(4). The valve had a block that prevented the measurement of pressure. It was necessary a revision surgery with valve replacement. Repository number: (B)(4). Revision date is unk.